Manufacturer narrative:
An ht70 ventilator was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned ventilator was performed and found that a piece of the accessory side housing was broken off and stuck inside of the inlet filter cover, the center chassis is cracked in the lower right corner of the screen, the inlet filter cover is cracked and the buzzer was not working. The product analysis technician reported that the buzzer, center chassis, accessory side housing, and inlet filter cover was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 ventilator had a broken handle. Although requested. It is unknown if the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.